Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display screen was observed to be cracked which prohibited further testing. The cartridge and battery caps were not returned with the product; a test battery cap was used for testing. The pump powered up normally but did not display ¿verify¿ screen; the display remained blank. The pump was opened, the cracked display was removed and replaced with a test display screen and was found to function normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display was blank and the issue was unresolved with rebooting the pump. Reportedly, there was no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.